Event description:
During pt treatment with the model 3100a, the user reported the main airway pressure increased from 9 to 28 cm h2o and the oscillatory amplitude decreased after which the 3100a alarms activated. The pt was placed on another type of ventilator without any compromise stated.